Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Original implant date is unknown, device is not expected to be returned for manufacturer review/investigation. (B)(6). This complaint indicated that the tomofix plate broke post-op requiring additional surgical intervention. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in united kingdom as follows: it was reported that the surgeon was taking out a snapped tomofix plate he was unaware of the mechanism or the original operation date. The unaware of what happened to the broken plate upon removal. This is all information that we have so far. Complaint involves one part. Concomitant part: unknown screws. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product code of ktt. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 13dec2017: updated information received on october 8, 2017 reported that the tomofix plate was replaced with a new plate. The plate was broken in two pieces which were easily removed.